Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2021-18206. It was reported that the patient was not receiving effective therapy from their system. It was found that the lead had 4 contacts with high impedances, preventing the system from going into MRI mode. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.